Event description:
It was reported that the physician was unable to slit the catheter, and had to use a pair of scissors to terminate the process. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the catheter was returned and analyzed. The slitter was not returned; therefore, the condition of the slitter and blade is unknown. The brand and/or type is unknown as well. The mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. The mechanical operation of the catheter was damaged, and the mechanical operation of the catheter shaft was bent. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the .us. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.